Event description:
It was reported that the lead was dislodged. The physician decided to replace the lead instead of repositioning.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.